Manufacturer narrative:
The report of low flow and pump stoppage events was confirmed based on the evaluation of the submitted log files from the system controller in use at that time. A distal end percutaneous lead (lead) replacement was performed by the manufacturer¿s technical services specialist on november 12th, 2014. Approximately 7¿ of the external portion of the lead was returned for further evaluation. An electrical continuity test of the returned portion of the lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during the evaluation. The lead was then submerged in a saline bath for high potential (hipot) testing to identify any current leakage through the insulation of the wires, and no areas of compromise were confirmed. Based on the information provided, the patient's alarms continued after the initial pump stoppage event and did not resolve after the percutaneous lead replacement, suggesting possible lead compromise internal to the patient. According to our records the patient remains ongoing on the lvad. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced syncopal episodes accompanied by low flow and pump stop alarms while connected to ac power. Log files were sent for analysis and displayed multiple red heart alarms, elevated power events, low speed and low flow events, as well as a pump stoppage. The events were indicative of a possible percutaneous lead short to shield issue. X-ray images displayed an area of concern near the bend relief. An external percutaneous lead replacement was subsequently performed by the manufacturer¿s technical services team; however, approximately 3 hours post repair, the pump stopped again suggesting possible internal percutaneous lead damage. The hospital requested a modified power module patient cable from the manufacturer for the patient's use.

Manufacturer narrative:
Weight: not provided to the manufacturer. Approximate age of device: 48 months. The pump is still in use supporting the patient; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. A supplemental report will be submitted when the manufacturer¿s investigation is completed.